Event description:
The surgery tech turned on the c-arm and booted up the computer to prepare for surgery. Upon initialization of the equipment, the tech heard a buzzing noise and noticed that the light was on the c-arm. She turned off the c-arm immediately. She was wearing a lead apron at the time of the event. No image was recorded; therefore, it is thought that the c-arm was on for less than 5 seconds. She then tried to bring the unit up and the unit would not come up. A manufacturer service engineer found the error was related to the handswitch and replaced the handset.the device began an exposure without the handswitch being pressed. This poses a risk of exposure to physicians, staff, and patients.the manufacturer came to the facility, inspected the device and replaced the handswitch.